Manufacturer narrative:
Insulin pump received with critical pump error (open book) due to moisture damage at electronic assembly. Insulin pump received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and serial number label fading.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got critical pump error was displayed on screen. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The product will be return for the analysis